Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly underwent surgery to treat and infection at the implant site. The recipient reportedly had urosepsis stemming from a urinary tract infection. It is believed that malnourishment and surgery steroids may have stopped the wound from healing. The recipient was advised to discontinue device use.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed following surgery. The recipient's device was activated and the recipient is using the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.